Event description:
On 7/23/98 following a percutaneous transluminal coronary angioplasty stent procedure, an angio-seal device was placed in a pt's right groin. Sometime later and while in the recovery room, the pt experienced a retroperitoneal bleed from the right groin. The pt was taken to the or for swan ganz placement, intra aortic balloon placement insertion, and "spa". As of 9/22/98 there has been no further info to the MFR regarding further complication or pt sequelae.